Event description:
It was reported that there is chronic noise observed on this right atrial (ra) lead that is known. This lead remains in service and no adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).